Event description:
A customer reported experiencing issues with their pump since october 2025, specifically the need for daily changes of the infusion set due to large air bubbles and occlusions along the tube after several hours of use. The customer noted that after removing the cannulas, they appeared straight and intact, and despite priming to remove air bubbles, the issue persisted over several days. There was no adverse impact to the customer's blood glucose level. To address the issues, the customer repeatedly changed infusion sets and sites and noted that insulin had been out of the fridge for several hours before being used. The pump was ultimately replaced by tandem technical support, and the customer continued using their current pump while following the instructions given for returning the problematic device.